Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: b5, g4, h6, h10 stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. However, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.  In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  Based on the limited information provided, the root cause for the valve stenosis could not be determined, but may be related to the patient¿s co-morbidities and/or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Additional information: as reported through partners 3 clinical study, regarding a 26mm sapien 3 valve in the aortic via transfemoral approach, the 30 day report claims asymptomatic moderate stenosis. A tee was completed to further evaluate and confirmed the moderate aortic stenosis with an aortic mean gradient of 26.7 mmhg, with a peak velocity of  342.3 cm/s and calculated valve area of 1.06 cm2. The valve leaflets were reported as 'normal'.  The 1 year follow up reported increasing valve stenosis 1 year follow up echo indicated severe aortic valve stenosis. The 1-year s/p tavr follow up visit notes indicated that the patient has been overall stable from the cardiac standpoint since his previous visit. He denied any symptoms. A transthoracic echocardiogram (tte) done on this visit reported severe aortic stenosis of the bioprosthetic valve, normal left ventricular function with worsening gradient across the aortic valve with mean gradient 47 mmhg, peak velocity of 4.3 m/s and calculated aortic valve area of 0.86 cm2. The valves were not well visualized to assess the pathology of the worsening gradient. There was no aortic regurgitation. The physician ordered a CT of chest for further evaluation and determine the plan of action. A CT performed a week later reported that the tavr valve appears well seated with no obvious paravalvular leak. Leaflets demonstrate normal excursion with no obvious stenosis or insufficiency suspected. There are no reported plans for further intervention.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported through (B)(6) clinical study, regarding a 26mm sapien 3 valve in the aortic via transfemoral approach, the 30 day report claims asymptomatic moderate stenosis. A tee was completed to further evaluate and confirmed the moderate aortic stenosis; however, the valve leaflets are normal.  The 1 year echo report indicated severe aortic valve stenosis. There were no reports of an intervention to date.